Event description:
Patient was presented in ER after having received appropriate shock therapy. The patient was asymptomatic. Noise was noted. Externalized conductors were visible on fluororoscopy and via direct visualization. The lead was extracted and replace

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.